Event description:
The reporter stated that the surgeon inserted a competitor's lens but the haptic was torn. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated that the cause of the torn haptic was due to the injector.

Manufacturer narrative:
Evaluation method - injector lot number search; cartridge lot number search. Results - an injector lot number search was performed and six similar complaints were found. A cartridge lot number search was performed and three similar complaints were found.